Manufacturer narrative:
Analysis of the lead adaptor is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, visually analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4): the proximal segment of the lead was returned, visually analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
The left ventricular (lv) and right atrial (ra) leads were returned to the manufacturer from a competitor with no information. Per the manufacture data base the patient died nine months post implant of the lv lead and five years post implant of the ra lead. During the follow up process, it was reported that the patient presented to the emergency department after falling and going unresponsive. A head cat scan revealed a large acute right subdural hematoma with mass effect. The patient was intubated and had no brain stem activity. The patient was taken off life support and died the next day.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the lead adaptor was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, visually analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4): the proximal segment of the lead was returned, visually analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
The left ventricular (lv) and right atrial (ra) leads were returned to the manufacturer from a competitor with no information. Per the manufacture data base the patient died nine months post implant of the lv lead and five years post implant of the ra lead. During the follow up process it was reported that the patient presented to the emergency department after falling and going unresponsive. A head cat scan revealed a large acute right subdural hematoma with mass effect. The patient was intubated and had no brain stem activity. The patient was taken off life support and died the next day.